Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been having issues with her sensors. Customer stated that her sensor reading was 215 but her blood glucose was 403 mg/dl. Customer stated that it has been alarming but it shut off the high alarm twice and left the low alarm through the night. Customer stated that yesterday her sensor reading was 65 and her blood glucose was 222 mg/dl. Customer had another sensor glucose reading of 121 and a blood glucose of 236 mg/dl. Customer took a bolus a few times. Customer's blood glucose was up and down yesterday. Customer stated that it suspended 6 or 7 times throughout the day. Customer has had multiple sensors saying that she is lower than her actual blood glucose reading. Customer is unable to upload to carelink. Customer declined troubleshooting for high blood glucose and gave a correction with a bolus. Customer was able to calibrate the sensor and will be sent a courtesy sensor.